Event description:
It was reported that a patient death occurred. A left heart catheterization (lhc) was performed on a mid left anterior descending artery (lad). A rotablation was completed without incident and a stent was deployed distally. The lesion was buddy wired with a pt2 guidewire, but a wire wrap occurred with a non-boston scientific guidewire which resulted in an inability to deliver other devices. A microcatheter was advanced over the pt2 but while pulling the wire back through the microcatheter, the tip came off. An unsuccessful attempt was made to retrieve the tip using a microcatheter. All the wires were taken out, the vessel was rewired with a long pt2, and the tip of the original pt2 was stented. Stenting continued until the patient started to decompensate. The procedure was then suspended, and a code blue was called. Compressions were administered, along with several shocks and rounds of epinephrine. The procedure was not completed. The patient had no pressure, was in bradycardia, and ultimately passed away.